Event description:
It was reported that the right ventricular (rv) lead exhibited high, high voltage impedance. The rv lead was capped on (B)(6) 2023, and a new lead was implanted. There were no adverse health consequences, the patient was stable.